Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (ibi-88014) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the procedure, a blood clot was found at the tip of the catheter when removed from the patient. When attempting to ablate, the catheter temperature rose, and rf delivery could be performed only for a few seconds. When the catheter was removed, the clot was noted. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One quadripolar, therapy ablation catheter was received for evaluation. No blood clot was noted on the catheter tip. The electrodes 1-4 displayed stable resistance values and met specifications with no open or short circuits detected. The catheter met specifications for electrical testing and temperature responses. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.